Event description:
It was reported that a malfunction alarm occurred as well as a data log corruption. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.